Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer's blood glucose (bg) level was 400 mg/dl with a trace of ketones and insulin injections were administered to address the bg level. The customer changed the cartridge and the alarm did not reoccur. Insulin delivery was resumed.